Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of abdominal aortic disease progression following a prior open repair with a y-shaped synthetic vessel. The main body of the synthetic vessel was dilated to 28 mm. The synthetic vessel limbs were about 2cm in length. The aneurysm diameter proximal to the synthetic graft was 36 mm. The proximal aortic neck was 21.0 - 21.7 mm in diameter. The length of the proximal aortic neck was 20 mm. It was reported that the main body was positioned and deployed without issue; however, the physician was unable to cannulate the contralateral gate. A guidewire was inserted from the ipsilateral side and brought to the contralateral side, and a pull through technique was used for the contralateral gate for contralateral limb delivery. The contralateral limb was then advanced and deployed without issue. The final angiogram showed evidence of a delayed endoleak, which was determined to be a type ii, but no action was taken and the procedure was completed. Approximately one week post-implant, a follow-up CT showed a migration with a proximal type I endoleak. The physician believes the main body of the stent graft may have been pulled down from its original position while the guidewire was pulled through the contralateral gate. Because the cannulation could not be done, the physician missed the migration at the time of implant. Approximately 2 weeks post-implant the physician implanted a 23x23x49 endurant cuff, which resolved the proximal type I endoleak. No additional clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
(B)(4). Results: endoleak, stent graft misplacement. Implanting within synthetic vessel. Insufficient information; cause of the cannulation difficulties is unknown. Conclusions: endoleak, stent graft misplacement. Implanting within synthetic vessel. Insufficient information; cause of the cannulation difficulties is unknown.